Event description:
Per the audiologist, in 2008, (date not reported), the patient hit his head. Since the incident, the patient reported poor sound quality when using the cochlear implant system. Exchanging the external equipment did not solve the problem. Testing at the clinic was unable to establish a connection with the device. Results of an integrity test done in 2009, showed the device was not functioning. Explant/reimplant surgery is planned but had not been scheduled as of the date of this report, january 16, 2009.

Manufacturer narrative:
.